Event description:
It has been reported that the bd¿ syringe 3ml ll euro 200 s/c has been found containing foreign matter before use. The following has been provided by the initial reporter: we have an issue with 3ml bd luer lock syringes, many of the syringes have black dots on them. This has led to final products being failed, causing wastage/costs. All our stocks have some syringes with black dots in each box, not all so we have separated. Batches in stock 8011570, 7116596, 7338531, 9008912, 9025594.

Manufacturer narrative:
Investigation: one photo of a loose 3ml syringe was received and evaluated. No defects were observed. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings, the reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8011570. Medical device expiration date: 2022-12-31. Device manufacture date: 2018-01-11. Medical device lot #: 7116596. Medical device expiration date: 2022-04-30. Device manufacture date: 2017-04-26. Medical device lot #: 7338531. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-12-04. Medical device lot #: 9008912. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-08. Medical device lot #: 9025594. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 3ml ll euro 200 s/c has been found containing foreign matter before use. The following has been provided by the initial reporter: we have an issue with 3ml bd luer lock syringes, many of the syringes have black dots on them. This has led to final products being failed, causing wastage/costs. All our stocks have some syringes with black dots in each box, not all so we have separated. Batches in stock 8011570, 7116596, 7338531, 9008912, 9025594.